Event description:
It was reported that the patient presented with a loose femoral stem. The initial surgery was performed on (B)(6) 2015. It was further reported that the collar does not appear to have integrated. 05aug2020 update: catalog number received.

Manufacturer narrative:
Additional information: catalog number, expiration date, manufacturing date.

Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
It was reported that the patient presented with a loose femoral stem. The initial surgery was performed on (B)(6) 2015. It was further reported that the collar does not appear to have integrated.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient presented with a loose femoral stem. The initial surgery was performed on (B)(6) 2015. It was further reported that the collar does not appear to have integrated.